Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device had low flow conditions from the clinicians. A functional check showed that in bypass mode the circulation pump was not able to maintain pressure lower than a circulation pump command of 59 percentage. Biomed discussed this was indicative of a failed circulation pump and the cause of the low flow issues observed by the clinicians. Per work order update on 19dec2022, biomed called and needed troubleshooting for calibration error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow conditions from the clinicians. A functional check showed that in bypass mode the circulation pump was not able to maintain pressure lower than a circulation pump command of 59 percentage. Biomed discussed this was indicative of a failed circulation pump and the cause of the low flow issues observed by the clinicians. Per work order update on (B)(6) 2022, biomed called and needed troubleshooting for calibration error.